Event description:
It was reported by the health care provider (hcp) that the patient experienced an abrupt return of spasticity. As a result, the patient's pump was replaced. A catheter occlusion was also noted. A rotor study was performed and the results were "no tracer." The medication in the patient's pump was lioresal. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.